Event description:
As reported by the user facility: we are inquiring about a previous complaint that we filed regarding non-vented dispensing pin #413500. We continue to see plastic particulates when using these dispensing pins. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used dispensing pin connected to an IV bag is returned in addition a syringe filled with an unknown medicine sample was provided for evaluation. Upon visual inspection of the returned sample, no presence of the white plastic particulates was detected. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.